Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that alleged product issue began ¿about a couple of week ago¿ prior to contacting lfs, when the patient reported that he obtained a blood glucose result of 8.6mmol/l on the subject meter compared to ¿6.2mmol/l¿ on another device (ultra), performed within less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages his diabetes with oral medications, diet and/or exercise and reported that he took an additional 500mg of metformin a result of the alleged product issue. The patient reported that one hour after the product issue began he developed the symptom of ¿headache¿ no medical intervention was reported. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the sample was taken from an approved sample site. Csr noted that the test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to conduct a test. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of serious injury, nor did they receive any medical intervention. This complaint is being reported because due to the comparison provided, the device malfunctioned.